Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
A male patient with heart disease and a pacemaker formerly implanted for av block, with a previous history of prostatic cancer and hypertension underwent aaa repair in 2007. There was calcification immediately superior to the aortic bifurcation but the procedure went as labeled. When the main body gray positioner was withdrawn from the sheath, copious blood started to leak from the hemostatic valve. Immediate placement of a 5 french angiographic catheter through the valve could not stop the leakage, however, insertion of the catheter could. Patient had a blood loss of 560cc including heparin.